Event description:
It was reported that pump housing around usb port was damaged, screws no longer held plastic piece in place, and pump could no longer be guaranteed watertight, although charging was not affected and cause was unclear but considered normal wear and tear. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was within warranty, and technical support arranged shipment of replacement pump, confirmed shipping details and signature requirement, provided instructions for storage mode and return of damaged pump within ten days, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.